Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system. The customer's blood glucose was 180 mg/dl. Troubleshooting was done. The customer stated that insulin was squirting out of the insulin pump during the manual prime process. The customer stated that the drive support cap appeared normal. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised customer that the insulin pump needed to be replaced. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.